Event description:
It was reported that when using the bd pyxis¿ es server, instructions were not showing on pyxis. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the instructions were not showing on the pyxis when dispensing the insulin lispro. The technical support specialist (tss) dialed into the server, opened the sql server management studio and ran a cast patient query. Tss recommended that the maximum length was 50 character and alternate maximum length of 75 characters can be supported, but any unit of measure longer than 50 characters must be configured in the server. Customer then modified the order comment from cerner to around 230 characters to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.